Event description:
On (B) (6) 2010, the nurse at the facility contacted baxter to report the "v" shaped notch in set which was infusing noradrenaline caused drug to leak/pool at pump. An epidural set was used to deliver noradrenaline. The patient was in the intensive care unit (ICU) when the event occurred. The vasoactive medication was administered via another route correcting a life threatening situation. No failure code occurred on the pump. The device did not shut down while expected to be in an on state. The patient was slowly recovering at the time of this report. The pump was last serviced in august of 2009 and has been updated with the most current software. The software installed on this pump is 5.09.92 (remediated). The pump has been serviced at a facility ((B) (4)) other than baxter. This complaint is opened for the pump. (B) (4) is opened and reported under the set.

Manufacturer narrative:
(B) (4). Device evaluation is anticipated but not yet begun. Should this information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The software version in this pump is: ui master (B)(4), categorized as remediated. The device was received in the baxter product analysis lab (pal) and evaluated. The evaluation summary indicates: the pump passed the self-test. The key presses from the event history were repeated in an attempt to duplicate the reported condition. Infusions were run on channel a and b at the last customer's rate of 125 ml/hour in primary mode and 30 ml/hour in primary mode respectively. Infusion was also run on channel c at 100 ml/hour in the primary mode. The infusions on all three channels were stopped intermittently numerous times and all three tubing were periodically inspected for any damage. No damage was found on the tubing during or after the infusion. The tubing was loaded/unloaded several times in all three channels. The tubing was loaded/unloaded ten times with ten different slide clamps in all three channels. The reported condition was not duplicated. A visual inspection of channel a, b and c was performed. All three channels were inspected for sharp edges, loose/floating debris, foreign objects or any other obstruction and none was found. No sign of substantial amount of fluid intrusion generally associated with damaged tubing was found inside the channels. The reported condition was not confirmed or duplicated. The assignable cause is undetermined due to tubing set in question is not available for evaluation and due to possible external circumstances. The event history contained 141 events from the reported occurrence date of (B)(6) 2010. The previous events were bumped out. The history indicates only channel a and b were programmed and infusions were run on the reported occurrence date of (B)(4) 2010. No failure was found occurring in the history.

Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter migrated with partial ingrowth with the cuff exposed 8 days after implantation. Implanted (B)(6)2009 and came out (B)(6)2009.